Manufacturer narrative:
(B)(4). D10: 00784802300, item name: modular neck g 12/14 neck taper use with +0 heads only lot # 61523923. 00801803602 item name femoral head sterile product do not resterilize 12/14 taper lot # 61522062. 00630505036, item name liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot # 61486465. 00771301000, item name modular femoral stem press-fit plasma sprayed cementless size 10 lot # 61304677. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies would contribute to reported event. Initial right total hip arthroplasty op note shows the patient had tha due to djd with synovitis without complications. Revision op note demonstrated that the patient was revised due to pain, difficulty ambulating, and pseudotumor as diagnosed on MRI. During preop visit multiple incidences of near dislocations/subluxations that caused her to fall to the ground. These did not require reduction in the ER. Patient further reports severe pain, instability, seizures, and chest pain which she later discovered was likely the result of metallosis. During revision, pseudotumor noted upon entry. Abundant osteolysis noted in the calcar and peritrochanteric region. Acetabulum found to be well fixed and in good position. The old locking mechanism tines were non functional so they were removed with the ring and a new ring was placed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device remains implanted.

Event description:
It was reported patient was revised approximately 8 years post-implantation due to pain, difficulty ambulating and pseudotumor. Revision operative reports noted adverse tissue reaction and osteolysis. The stem, head and liner components were removed and replaced. No additional information is available at this time.